Manufacturer narrative:
The minilink transmitter and the glucose sensor simulator communicated properly to the insulin pump. No unexpected lost sensor or weak signal alarm noted. No unexpected alarms or beeping noted during testing. The insulin pump received with cracked reservoir tube lip, case at the display window corner, minor scratched display window, and scratched reservoir tube window.

Event description:
It was reported that there were cracks and scratches on the screen of the insulin pump and the threshold suspend feature went off while her blood glucose was 86 mg/dl, due to a sensor reading of 58 mg/dl. At the time of reporting the issue, the customer's blood glucose was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report 2032227-2014-66030.